Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after having a glaucoma stent implanted in a patient's eye, the patient presented with endothelial cell loss on a postoperative visit. The hospital states that there are no corneal problems for the patient. Additional information has been requested.